Event description:
It was reported that this artificial urinary sphincter stopped working due to a loss of fluid caused by a hole in the balloon. All components were removed and replaced. There were no patient complications reported.